Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The basket was not broken. The support wire was protruded from the distal end of the coil sheath. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the support wire was not withdrawn although the basket wire was withdrawn when the control grip was pulled. The support wire was not withdrawn since the sheath around the support wire or the support wire out of the coil sheath was sharply angulated. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a procedure, the subject device was used. The basket of the subject device was deformed and the support wire came out of the basket. There was no patient injury reported. No further information was provided.